Manufacturer narrative:
The implant coil was found to be broken and detached from pusher and pushwire was not returned for analysis. Therefore, any contributing factors from the introducer sheath and pushwire could not be assessed. The implant coil was cover with lots of dried blood. The implant coil appeared to be damaged and stretched. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil was stuck in the catheter. The patient was undergoing surgery for treatment of peripheral vascular embolization. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the coil has been exposed a few times over the micro catheter tip, seeking the right position/shape. After a few attempts, it looked detached within the catheter and even though the operator tried to push it out, it was stuck in the catheter. It has been necessary to pull back the micro catheter with the coil still stuck in the lumen. There were no patient symptoms or complications associated with the event. Ancillary devices include a renegade stc-bsc microcatheter. 2021-09-29 e1, e2 (rep): no additional information received. 2021-nov-02 e3 (rep): additional information was received indicating there was no damage observed. 2021-12-16 e4 (rep): no additional information received.